Manufacturer narrative:
Updated: age, brand name, device product code, catalog #/lot #, revision date, PMA/510(k) #, manufacture date. Update 04/24/2013 - sales rep reported revision of left hip due to bad tissue and fluid. There was no new information that would change the outcome of the investigation.

Event description:
Update 04/24/2013 - sales rep reported revision of left hip due to bad tissue and fluid. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: physical injury, pain, bodily impairment, high levels of toxic metal in her blood stream, conscious pain and suffering, and loss of earnings.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.